Manufacturer narrative:
The user experienced hyperglycemia resulting in loss of consciousness and hospitalization while using the ilet system. Engineering log review confirmed that device data corresponding to the period preceding the reported hospitalization were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device history identified blood glucose values above 300 mg/dl beginning on (B)(6) 2026. The device subsequently ran out of battery on (B)(6) 2026. Although the device was powered on again on (B)(6) 2026, no cgm transmitter was paired and no blood glucose values were entered until mid-day on (B)(6) 2026, resulting in an extended period without glucose input to support automated insulin delivery. The user declined to provide additional information regarding the event, hospitalization, treatment, or outcome. Based on available information, no device malfunction was identified and the cause of the reported event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that the user experienced hyperglycemia resulting in loss of consciousness and hospitalization. Additional details regarding blood glucose values, treatment, and hospitalization outcome were not provided by the user.